Event description:
Customer reported that a patient following CABG surgery lost 1300 cc of blood ten minutes after being taken to recovery. Re-operation was performed and the surgeon found that the suture knot was secure and in-place however the suture reportedly broke behind the knot. The device was excised, discarded and a repair conducted. No further adverse patient consequences were reported.